Event description:
There was an allegation of questionable aspartate amino transferase results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 8.31 u/l. The repeated result was 4142 u/l with a data flag. It was noted that the sample was collected on (B)(6)2025 but wasn't tested until (B)(6) 2025. The sample was repeated because the physician questioned the initial result. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.